Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call keypad anomaly and low blood glucose. Customer's blood glucose reading was 46 mg/dl. Customer treated their low blood glucose with candy and soda. Troubleshooting for keypad anomaly was performed. Customer advised they had keypad issues. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected scrolling/ramping of numbers, blank display anomalies or off no power anomalies noted during testing. The insulin pump passed insulin pump self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. Intermittent button response on the esc and up arrow buttons due to corroded keypad traces noted. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.